Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was having volume problems. No adverse effects reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device passed functional testing. The returned device was given delivery accuracy testing and was found to deliver within system specifications. The reported issue could not be confirmed. The cause of the reported issue could not be confirmed.